Event description:
It was reported that the patient presented device data remotely via merlin.net after the ICD delivered inappropriate therapy. Device functioned as programmed. The ICD was reprogrammed and the patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.